Manufacturer narrative:
The user facility reported that they used an expired capsure fixation device during a procedure. The labeled expiration date on the product was 01/28/2019. The product was taken from hospital inventory and used on the patient on (B)(6) 2019. Currently there is no data to support an extension beyond the 2 year shelf life for the capsure device. The expiration date is identified on each level of the packaging. This event is confirmed to be solely a use related error. The IFU instructs the user to do not use beyond the expiration date of the product. Not returned.

Event description:
It was reported by the bd sales rep. That an md used an expired capsure on (B)(6) 2019. The md inquired if the lot was eligible for an extension. There was no additional medical or surgical intervention required for the patient.